Event description:
It was reported that during an all inside surgery the device was damaged and the suture broke. No part of the device broke off inside the patient. There was no harm or adverse event for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is unable to be confirmed. One unpackaged ar-4501 was received for investigation. Visual and functional testing identified that the ar-4501 was returned without any implants or suture. No damage was observed to the returned assembly. The alleged evident could not be duplicated or substantiated.